Event description:
A nurse manager reported that the footswitch would not work during the set up of the sys. An error code was displayed and the sys was locked. The surgeon had already started the procedure and was doing the capsulorhexis when the event occurred. Another second footswitch was connected but the sys was still locked. The footswitch was tried on a second sys and an error code appeared. The surgery was completed three hours later after the sys was repaired by a technician. The pt was given a prophylactic antibiotic treatment. No pt injury was reported. The following five procedures of the day were canceled. Additional info was requested.

Manufacturer narrative:
The company rep examined the footswitch and replaced the footswitch interface printed circuit board (pcb) and footswitch cable. The sys was then tested and met all product specifications. A root cause has not been identified. (B)(4).